Manufacturer narrative:
(B)(4). (B)(6). This product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet (B)(4) manufactures a similar device that is cleared or distributed in the united states under 510(k) number k101336. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-03474, 0001825034-2017-03477, 0001825034-2017-03478, and 0001825034-2017-03479.

Event description:
It was reported that patient underwent irrigation, debridement and antibiotic treatment one month post-implantation due to wound dehiscence. No products were reported to have been revised. The wound dehiscence was reported to be unrelated to the implanted devices; however, related to the initial implant procedure. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported under (B)(6) MFR.